Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported, previous implant was replaced because within a month or two; the previous implant broke and the wire cable was lead based and snapped in two. Patient was over active. Agent understood this as one of the causes of the wire snapping. Implant was replaced in 2005 with a very heavy one. Agent understood this as their current implant. The surgery was 8 hours until the bone was 'left away'. [Omitted information in (B)(4) - loss of stim, ins dead].

Manufacturer narrative:
Continuation of d10: product ID 3887-28 lot# l67104 implanted: (B)(6) 1999 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3887-28, serial/lot #: l67104, ubd: 06-jul-2003, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.